Manufacturer narrative:
As reported via voluntary medwatch, "vascular closure device failed - it did not deploy in the patient and did not transfer through the sheath. Staff note this is a recurrent failure experienced with this device. Lot was pulled from shelves, as physician felt that it was unsafe to continue to use." Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. The product history record (phr) review of lot f1823601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ and ¿catheter inability to advance in sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause of the sealant not deploying in the patient, and the device not transferring through the sheath events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues, especially since the event experience could not be clarified. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Additionally, the IFU states ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ a tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. Also, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that this event was initially reported by the user facility via a voluntary medwatch which is attached. Their report number is (B)(4). It could not be entered in section f as an error message will be created. This device was reported to be available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via voluntary medwatch, "vascular closure device failed - it did not deploy in the patient and did not transfer through the sheath. Staff note this is a recurrent failure experienced with this device. Lot was pulled from shelves, as physician felt that it was unsafe to continue to use."